Manufacturer narrative:
The device involved in this MDR report is not approved in the united states and is not included in the recall reported to FDA. Please refer to the attached analysis report. (B)(4).

Event description:
Reportedly, on a previous follow-up dated of (B)(6) 2018, the estimated residual longevity displayed on the programmer screen was 11 years (battery impedance of 0.34 kohms, magnet rate of 96 min-1, and 100% of ventricular pacing). On a more recent follow-up dated of (B)(6) 2018, the estimated residual longevity displayed on the programmer screen was 9 years (battery impedance of 0.54 kohms, magnet rate of 96 min-1, and 100% of ventricular pacing).